Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques

Event description:
It was reported that approximately four years post vena cava filter deployment; during a filter retrieval procedure, a detached filter limb was allegedly embedded in the ivc wall. No information was provided if the detached filter limb was retrieved or remains embedded in the ivc wall. The patient reportedly complained of back pain prior to the filter retrieval; although, no information was provided if the patient's back pain dissipated post filter retrieval. No other pertinent patient or medical information was provided leading up to or surrounding the event. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years and eight months of post deployment, an x-ray kidney, ureter and bladder study was performed for abdominal pain. The study showed that inferior vena cava filter was in place and located below the renal shadows. Around, one month later, patient presented for filter retrieval procedure for lumbar back pain. Through the right jugular vein approach, a guidewire was passed into the inferior vena cava. A bard retrieval catheter was placed toward the apex of the inferior vena cava filter and snare to engage the small hook at the distal tip of the bard vena cava filter. After multiple attempts, able to successfully withdraw the tip of the catheter into the retrieval catheter. Then brought the retrieval catheter down onto the filter releasing the prongs from the side walls of the vena cava and able to recover the filter completely within the retrieval catheter. However, there was a fractured prong that had been broken off previously and was lodged in position and what appeared to be the wall of the inferior vena cava. We made no attempt to recover this fractured prong and removed the filter in the retrieval catheter completely. Inferior vena cavogram completed to prove there was no thrombus within the inferior vena cava and it was without any evidence of acute or chronic thrombus. The patient tolerated the procedure very well without complication. Around, nine months later, a computed tomography angiogram of chest was performed for chest pain. The study showed that no evidence of pulmonary embolism. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. However, the investigation in inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7,d4(expiry date: 06/2012),g3, h6(device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years post vena cava filter deployment; during a filter retrieval procedure, a detached filter limb was allegedly embedded in the inferior vena cava wall. At some time post filter deployment, it was alleged that the filter limbs perforated limbs into the organs. The device was removed percutaneously. The patient experienced lower back pain; although, no information was provided if the patient¿s back pain dissipated post filter retrieval. The current status of the patient is unknown.

Event description:
It was reported that approximately four years post vena cava filter deployment; during a filter retrieval procedure, a detached filter limb was allegedly embedded in the ivc wall. No information was provided if the detached filter limb was retrieved or remains embedded in the ivc wall. The patient reportedly complained of back pain prior to the filter retrieval; although, no information was provided if the patientâ¿¿s back pain dissipated post filter retrieval. No other pertinent patient or medical information was provided leading up to or surrounding the event. The current patient status was not provided. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated limbs into the organs and detached. The device was removed percutaneously. The patient experienced lower back pain however, the current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The patient with history of deep vein thrombosis and pulmonary emboli had an inferior vena cava (ivc) filter deployed above the iliac bifurcation but below the renal veins. The patient tolerated the procedure well. Approximately three years eight months post filter deployment, the patient attributed pelvic and lumbar pain to the filter and was scheduled for retrieval. The right jugular vein was accessed and the hook of the filter was snared and pulled into the retrieval catheter. A detached filter limb was lodged in position in the wall of the ivc. No attempts were made to retrieve the detached limb. The patient tolerated the procedure well without complication. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years eight months post filter deployment , the patient presented for filter retrieval. After multiple attempts, the filter was successfully removed using a retrieval catheter and a snare device. There was a detached limb which had previous detached and was lodged in position to the wall of the ivc. The detached limb was not retrieved. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2012), (B)(4).